Event description:
It was reported that the ilet device¿s touchscreen was cracked and the top half of the screen became unresponsive, leaving only the bottom portion usable, after which the user experienced trouble operating the device and switched to backup therapy as a precaution. Symptoms included no injury. Outcomes included interruption of normal device use and transition to alternative therapy. Investigation included collection of event details and user troubleshooting guidance, including device shutdown. Investigation of this case revealed physical damage to the touchscreen with partial loss of touch functionality. It was concluded that the device exhibited a mechanical damage-related screen malfunction requiring replacement.